Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a part of the sensor was missing. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer stated that, senor did not stay up late to calibrate and got a sensor error in the morning. The customer reported that part of the sensor was missing in him. The customer was advised to check the connection bridge and pins for damage. The customer was advised to discontinue and check the connector bridge on transmitter for damage. The insulin pump will be returned for analysis.